Event description:
Uni lead warning on (B)(6) which came through as a red carealert. Discussed biimpedance appears to be with in normal limits and stable. Alert: rv unipolar lead impedance warning on (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).